Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the suction irrigator instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, the tip of suction irrigator instrument almost fell off into the patient, but it was hanging on by one of the cables. The procedure was completed with no reported injury.